Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a false positive alinity I total b-hcg result for a 39-year-old female patient. The following data was provided (<5.00 iu/l is negative, >/=25.00 iu/l is positive): sample ID (B)(6) initial result, on 20jan, was 302.54, repeat result, on 21jan, was <0.730, repeat result, on another analyzer, was <0.730 iu/l it was noted that due to the false positive b-hcg result, the patient¿s abdominal scan for suspected reoccurrence of right renal vein thrombosis was delayed by one day. The diagnosis of renal vein thrombosis was not confirmed. However, there was no reported negative impact to the patient's health due to the delayed abdominal scan.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a false positive total b-hcg result on the alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr found valve, manifold, dispense 2 way, part number a-35002114-03, gasket, manifold valve, kit (rohs), part number 7-64407-01, and wash zone manifold, no valves, part number a-35001791-02, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a false positive alinity I total b-hcg result for a 39-year-old female patient. The following data was provided (<5.00 iu/l is negative, >/=25.00 iu/l is positive): sample ID (B)(6) initial result, on (B)(6), was 302.54, repeat result, on (B)(6), was <0.730, repeat result, on another analyzer, was <0.730 iu/l it was noted that due to the false positive b-hcg result, the patient¿s abdominal scan for suspected reoccurrence of right renal vein thrombosis was delayed by one day. The diagnosis of renal vein thrombosis was not confirmed. However, there was no reported negative impact to the patient's health due to the delayed abdominal scan.

Manufacturer narrative:
Update to correct typographical error in h11. An abbott field service representative (fsr) was dispatched due to the customer reporting a false positive total b-hcg result on the alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr found valve, manifold, dispense 2 way, part number a-35002114-03, gasket, manifold valve, kit (rohs), part number 7-64407-01, and wash zone manifold, no valves, part number a-35001791-02, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a false positive alinity I total b-hcg result for a 39-year-old female patient. The following data was provided (<5.00 iu/l is negative, >/=25.00 iu/l is positive): sample ID (B)(6) initial result, on (B)(6), was 302.54, repeat result, on (B)(6), was <0.730, repeat result, on another analyzer, was <0.730 iu/l. It was noted that due to the false positive b-hcg result, the patient¿s abdominal scan for suspected reoccurrence of right renal vein thrombosis was delayed by one day. The diagnosis of renal vein thrombosis was not confirmed. However, there was no reported negative impact to the patient's health due to the delayed abdominal scan.